Event description:
It was reported that during a routine supply change of an inset 23" 6 mm infusion set, the site was inadvertently removed when the user peeled off the adhesive after noticing drops, resulting in an incorrectly deployed infusion set and disrupted delivery through the cannula; the user was guided to replace the site and insulin delivery was successfully resumed, and a replacement infusion set was arranged. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.